Event description:
Fire fighter/emergency medical technicians responded to a person described as in cardiac arrest. The pt was connected to the device and the analyze button was pressed. According to the rptr, when the device began charging, it lost power without a low battery alarm. The rptr further stated the battery was changed but the same problem occurred. The pt was not resuscitated.